Event description:
In a literature report, a surgeon reported a patient who experienced an elevated intraocular pressure (iop) following a piggyback intraocular lens (iol) implant surgery in 2001. (The initial iol, implanted in 2000, had fibrosed in place and was not removed). The patient was satisfied with the result of the piggyback iol procedure. Four months later, the iop gradually increased and was prolonged despite medications. Also, heavy trabecular meshwork pigmentation was observed. In 2003, the initial and piggyback iols were exchanged and a trabeculotomy was performed. Postoperatively, the patient was reported to have bcva of 20/20 and the iop was successfully controlled.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Reference: iwase t, tanaka n. Case reports - elevated intraocular pressure in secondary piggyback intraocular lens implantation. J cataract refract surg 2005; 31:1821-1823. This report was mailed to FDA on: 03/13/2009. The